Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the initial investigation details, the reported condition that the device continued to run on its own during usage could not be duplicated. Service did a clean, lube, and adjustment to the device, and it was returned to the customer.

Event description:
It was reported the handpiece continued to run on its own prior to the start of a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.